Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the user pulled the stopcock off the IV tubing and it pulled the inner core out of the lumen of the tubing port causing blood back up and exposure (presumed to indicate a leak).

Manufacturer narrative:
(B)(4)